Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted programming changes were implemented. There were no patient consequences.